Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture was tangled in the suture case, and the suture and needle were separated, so it could not be used. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 13 closed and one open sample. The open sample received is used and has the thread damaged. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.73 kgf in average and 0.59 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.68 kgf in average and 0.59 kgf in minimum and fulfilled ep requirements. Sewing test on artificial skin tissue has been conducted to the closed samples received and fraying/core popping/bulge does not appear when pulling the thread through the tissue. Visual appearance of the thread is the usual one as can be seen in the enclosed picture. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.